Event description:
It was reported that an asymptomatic patient presented for device change out for normal eri. During the procedure the rv port set screw would not loosen with the wrench. The septum was removed and silicone oil was put on the threads while attempting to turn the torque wrench. The set screw did not loosen completely. However the lead connector could be pulled out of the connector block. Lead tested normal with pacing system analyzer and was placed into new device. The patient was in a stable condition before, during and after the procedure.

Manufacturer narrative:
The reported field event of set screw malfunction as confirmed in the laboratory. The device was tested and the found to be at eri when received. The set screw for right ventricular port was found to be stripped resulting in difficulty engaging with the torque wrench.